Manufacturer narrative:
At time of filing, the reported device has not been, and is not expected to be, returned to conmed for evaluation. This reported event is reentering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The facility, athens gastro endoscopy center reported issues with the 000150, marked guidewire, unknown lot, experienced on (B)(6) 2016. Information received indicates during an egd, the marked guidewire broke prior to insertion into savory tube. It is noted there was no impact or injury to the patient and there is no indication of surgical delay. There is no allegation of patient harm, however, this report is now being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The customer's reported complaint of device breakage is inconclusive. The reported device has not been returned to conmed for evaluation and its location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause can not be identified. Should the device be returned an evaluation will be performed and upon completion of the complaint investigation a supplemental and final report will be filed. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also states, "warning: since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during reuse or cleaning. Dislodgement of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach or bowel and the consequences customarily associated therewith." Also, "warning: carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked." The recommended proper cleaning instructions are presented in the IFU. This issue will continue to be monitored through the complaint system to assure patient safety.